Event description:
It was reported that cadd legacy plus pump damage to lcd screen and constant beeping. No patient injury reported.

Manufacturer narrative:
Other, other text: additional information was received confirming no patient involvement, issue found during functional check. Device evaluation (completed 13-may-2022): one device was returned for analysis in used condition. Visual inspection showed the pump was in fair condition with cracked housing and a bleeding lcd. Functional testing found that the moment the device was powered up it began double beeping. The investigation determined that an issue with the downstream occlusion sensor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The downstream occlusion sensor was replaced. Lcd was also replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.